Event description:
The patient reported frequent insulin blockages. There was no reported impact on the patient's blood glucose level. The patient declined further follow-up with tandem technical support.